Event description:
The customer reported that they were unable to pace a patient. There was no report of death or serious injury.

Manufacturer narrative:
The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.